Event description:
Patient reported right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h., h.6. Device evaluation:analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior, sharp opening on anterior and stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp pattern on posterior of broken device assessed as a surgical impact opening. Sharp pattern anterior posterior of opening device assessed as an unidentified (tear) opening.

Event description:
Patient reported right side rupture. The device has been explanted and replaced.